Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The battery is now draining faster and the patient has to charge every 3 days. They randomly notice that it drains faster. There were no environmental/external/patient factors stated by the patient that may have led or contributed to the issue. The rep would meet with the patient in office. The issue was not resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-04. The rep indicated that the cause was due to a patient compliance issue. The patient isn¿t charging soon enough. The rep met with the patient on (B)(6) 2019 in which they determined that the spinal cord stimulator (scs) was helping their legs as previously. The patient is recharging an average of 5.9 days and sometimes as long as 7-8 days. The scs shuts off due to low battery twice in the last month during times the patient had 7-8 days between recharging. The patient charges to 75-100% over the last 6 recharges. The patient said that they do not often check the ins level and recharge when it turns off from being too low. The rep encouraged the patient to recharge sooner. The patient is getting 8-8 coupling boxes when recharging with an average recharge of 2.9 hours over their last six recharges. No further complications were reported/are anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.